Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received a broken force sensor was detected during seating or regular delivery error alarm and insulin pump was no longer working. The customer's blood glucose at the time of incident was 270 mg/dl. It also stated that customer was not able to rewind the insulin pump. The customer treated high blood glucose with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm confirmed in history file due to moisture damage to force sensor. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded electronic assemblies and corroded motor home switch.